Manufacturer narrative:
(B)(4). "The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: design: guide mouth or shaft too weak. Guide shaft material weak. Guide windows too large. Process: guide manufactured out of specification. Application: excessive force on guide. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported by our sales rep that the cinchlock broke intraoperative. Replacement was available. The procedure was completed successfully with no medical intervention.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It is reported by our sales rep that the cinchlock broke intraoperative. Replacement was available. The procedure was completed successfully with no medical intervention.